Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the image color tone issue could not be determined, however, the issue was likely due to a damaged/disconnected charged-coupled device unit due repetitive use stress, a faulty component on the circuit board, external factors and or user hand handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system inspection of the endoscope ¿confirm that the wli and nbi endoscopic images are normal¿. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition to the findings mentioned in b5, the following findings were noted during device evaluation: due to damage on charged coupled device (ccd) unit, a noise image occurs during angulation in up down directions, due to damage on ccd unit, insulation resistance value does not meet specifications, adhesive on bending section has a chip, due to damage on ccd unit, the image has white dots, and several scratches found throughout the device. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a poor image. Upon inspection and evaluation, the color tone of the image is abnormal due to damage to the imaging unit. (Image is magenta or green only). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.